Event description:
It was reported that during follow-up, the patients pulse generator could not be interrogated and an error message was displayed. The device was operating in backup mode. A software download successfully restored the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.